Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump for non-malignant pain and failed back surgery syndrome. The patient did not have a pump anymore and had not had it for years. It started moving and they took it out and the patient was "full of infection." It was noted the patient went home with an IV (intravenous) and had nurses for a month. Further information was not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.